Manufacturer narrative:
Device evaluation: device is not patent ~ 1 inch distal from the balloon. The guide wire could be passed with increased force. The device was not patent ~4.25 inches distal from the strain relief. Twisted section on the working length extends ~5/8 inch. Air can be passed down the guide wire lumen. The balloon is able to be expanded. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
Prior to a patient procedure and enuring prophylactic use of the bridge balloon, the physician was not able to get the bridge balloon over the guide wire. Upon examination, a kink was noticed in the shaft of the bridge balloon. The procedure was completed with no reported patient harm.